Event description:
The customer reported to olympus, the high frequency unit "esg-400" restarted after error e433 received. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
A device history review showed no issues that could have caused or contributed to the reported issue. The referenced unit was returned to the olympus repair center. The repair inspection was unable to confirm/reproduce the reported error. No other findings were observed, and the device was noted to be in standard specification. Therefore, the cause of the error e433 could not be determined. Since the reported e433 error could not be reproduced during testing, it must be assumed that the reported error is attributable to one of the temporary causes listed below: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields. 2. The user actuates the foot switch while the generator is booting. 3. A defective foot switch. 4. A defective foot switch. 5. A defective cable connection between the hvps board and the generator board . 6. A defective cable connection for the output signal between the generator board and the relay board. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.